Manufacturer narrative:
The insulin pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected pump error in the long trace noted. The insulin pump received with minor scratched lcd window, scratched case, cracked battery tube threads and cracked case behind the pump near the battery compartment.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump that the insulin pump alarmed error 35. A broken force sensor was detected during seating or regular delivery. It was also stated that the insulin pump alarmed error 37. The drive count/time values changes are incorrect for moving too slow or fast. The alarms reoccurred several times. The blood glucose reading was unknown.